Event description:
During functional testing zoll medical, the device displayed "defib fault 72," "pacer fault 116," and "defib disabled" messages. There was no patient involvement in the reported malfunction.